Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. The customer's blood glucose (bg) level was 500 mg/dl. Customer had not addressed bg at time of troubleshooting.